Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose was reached 570 mg/dl due to infusion set cannula was bent after insertion. Reportedly, customer applied correction injection via manual injections to address the issue.